Event description:
This report documents information related to an issue identified with functionality included in cerner's millennium skyvue®. The issue affects users that have the annotation tracking preference turned on and utilize skyvue for multiplanar reconstruction (mpr) to visualize medical images. If an mpr fails to save while the user clears the patient data, the previous patient studies may be displayed when a new patient is selected for interpretation. When this occurs, the medical record number and images for each patient are correctly displayed on each image. Patient care could be adversely affected if clinicians review an incorrect patient study and clinical decisions are made based on incorrect information. Patient care could be delayed as clinicians must exit the application and log back in to retrieve the correct study. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification on december 14, 2022 to all potentially impacted client sites. The software notification includes a description of the issue, and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
This report documents information related to an issue identified with functionality included in cerner's millennium skyvue®. The issue affects users that have the annotation tracking preference turned on and utilize skyvue for multiplanar reconstruction (mpr) to visualize medical images. If an mpr fails to save while the user clears the patient data, the previous patient studies may be displayed when a new patient is selected for interpretation. When this occurs, the medical record number and images for each patient are correctly displayed on each image. Patient care could be adversely affected if clinicians review an incorrect patient study and clinical decisions are made based on incorrect information. Patient care could be delayed as clinicians must exit the application and log back in to retrieve the correct study. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification on (B)(6) 2023 to all potentially impacted client sites. The software notification includes a description of the issue, and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up. Cerner distributed a flash notification on (B)(6) 2022 to all potentially impacted client sites. The software notification includes a description of the issue, and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.